Manufacturer narrative:
Medical devices: 4243 lead implanted: (B)(6) 1999.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. The lv lead was inactivated. The patient is a participant in the product (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the thresholds had been progressively rising over time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.